Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty main switch.

Event description:
During a routine shift check by a clinician, the device was unable to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.